Event description:
A (B)(6) male pt called zoll customer support to report that his monitor response buttons were not working. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) has been completed. The reported problem (defective response button) was confirmed. Upon investigation the rear response button was not functioning. The response button switch was intermittent. The root cause for the defective switch could not be positively identified but was likely excessive force on the response button switch. No adverse event resulted from the defective response button. The pt received a replacement monitor.